Manufacturer narrative:
The insulin pump passed prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. An unexpected restart alarmed after battery change noted. The insulin pump was unable to determine root cause of the alarm after battery change due to preservation. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to perform data analysis due to no history available on history download. No data was available due to insulin pump being received without battery in the battery tube.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The medical examiner called to report the death of a customer. The customer passed away at home. No official cause of death is yet known. The caller just knows that the customer was found and her blood glucose was 37 mg/dl when it was checked on the scene, at the time of death. The customer had been having some issues with her diabetes prior to passing; issues with low blood glucose. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the battery in the insulin pump was dead.